Event description:
It was reported, the video system center exhibited front panel light failure. The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to field: g2 (¿health professional¿ was inadvertently unselected on the initial report.) A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, neither a root cause nor a problem cause could be determined, as neither the issue nor the failure was confirmed. Olympus will continue to monitor field performance for this device.